Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss and gas gain alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (type of investigation). Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had gas loss and gas gain alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
The alarm happened once and pumping resumed immediately. All connections are secure and there is no blood in the helium tubing.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - h6 (component codes).